Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while impacting the mechanism broke. Nothing fell into the patient and there was no loss of time. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: corrected: complaint sample was evaluated and the reported event was confirmed. Visual inspection determined that the shaft of the hex bolt had fractured from the hex head.device history record (DHR) was reviewed and no discrepancies were found.investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.